Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2016 with the following findings: during investigation, the pump powered on and revealed a blank display. The pump was opened and the revealed a failed display flex. A test display was installed and the display functioned properly. Unrelated to the complaint, investigation revealed a crack in the battery compartment on the side from the threads to the case seal. Also unrelated to the complaint, investigation revealed that the keypad was peeling up. All of the buttons on the keypad were unresponsive during testing. The keypad cover was removed and there was contamination found under all of the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.